Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A technical support specialist (tss) accessed the station remotely and reviewed the installed programs, confirming that the lumidigm device service version was outdated. The tss logged in with administrative access, uninstalled the existing lumidigm device service, and performed a manual installation using the updated lumidigm package as referenced in the knowledge article. The tss executed the installation script successfully, verified through the application tool that the biometric identification reader was detected, and confirmed in the device manager that the reader and its driver were properly installed. The tss validated that the lumidigm device service was running in the system services and that the required core process was active. Finally, the tss rebooted the station to complete the update process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. Customer stated that login was very slow and preventing users from logging in.however, there were no delays or adverse events or injuries reported based on this event.